Event description:
Additional information from the consumer reported that, with the new antenna, the pain went away.

Manufacturer narrative:
Concomitant products: product ID 37791, lot # unknown, product type recharger; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3998, lot # va00vyf, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported by the patient that on the recharger there was an error code of 375; antenna failure. They mentioned being in sudden pain which they were not able to get rid of. They had pain when their machine was not working and they were taking medication. Relevant medical history included spinal pain. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.